Event description:
It was reported that the patient notices a bell and 8474 on the personal therapy manager (ptm) about 3-4 days prior to the report. The patient was unable to get a bolus. It was noted the patient hadn¿t used their ptm for about 2 weeks prior to the report. The patient had noticed alarms about 4-5 days prior to the report. For 4-6 days prior to the report, the patient felt like she was detoxing and was feeling cold chills. The patient had not used the ptm since late december because she had not really needed it until around the time of the report. It was noted that the patient had a change in therapeutic effect. Additional information received reported there was a reset-low battery along with reset log. The pump was programmed to minimum rate to prevent the alarm from occurring. The pump was infusing dilaudid (hydromorphone), clonidine, and bupivacaine. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant: product ID 8731, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. Product ID 8596sc, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. (B)(4).